Event description:
The pt experienced knee pain. X-rays revealed a broken tibial baseplate (posterior-medial aspect). Upon revision a 1.5 cm cyst (posterior-medial) was found.

Manufacturer narrative:
Additional information: h4: date of mfg. = 01/00/93. Summary of evaluation: the information provided, including the patient's high weight, and the examination results suggest that this event is associated with patient weight and insufficient cortical support for the device.